Manufacturer narrative:
Fse went on site and confirmed that the fluoro image monitor (pn 500272) had gone out. Fse replaced the viewsonic monitor and verified proper operation per service checklist verified operation according to service checklist qssrwi4.1. The system was fully functional and returned to full service. A review of cts shows last monitor issue reported on this unit was a replacement of the control room monitor (pn 500272) due to a pink hue on the screen.

Event description:
Patient on the table, the case was not complete with the system, the patient had to be moved, no injuries or adverse issues noted. The customer indicated they are unable to see images on any of the monitors both monitors over the table and the monitor in the control room.